Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 5:50pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 277mg/dl. Caller then tested again 2 more times with his prodigy meter and received results of 326, 400mg/dl. Caller stated that a normal result for that time of day is usually around 120-30mg/dl. Caller stated that he did not have any symptoms but did take steroids. Caller did not specify if the medication was in response to the high reading he received. Caller stated that he drove himself to (B)(6) medical center located at (B)(6). Caller stated that when he arrived at the hospital they tested his blood glucose with their meter and received a result 144mg/dl. No treatment was received. Caller stated that his vitals were checked, and he was discharged and did not disclose what his discharge instructions were. Caller was informed that his prodigy test strips are expired and that they needed to be discarded and to never use expired products.